Event description:
It is reported leakage. Description: clave attached to lumen on uvc [umbilical venous catheter] leaked and required change. Clave changed and no leaking. The line was changed at 1600. The reporting caregiver changed the clave because the PICC line had backed up and there was blood in the clave. At 1730, she noticed that there was a wet spot on the pillow prior to doing cares. The caregiver then placed a sterile towel under the clave to confirm that there is leaking. Clave changed again at 1845.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
One sample model mz1000 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed and a leak was observed between the maxzero and the syringe connected. The customer complaint was verified. From the manufacturer review of the investigation, the root cause is unknown. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information was provided.